Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer had filled the cartridge with cold insulin. Customer was instructed to fill cartridges with room temperature insulin per the user guide. Customer continued to use the existing cartridge. There was no reported adverse impact to customer's blood glucose.